Event description:
A pin collet was sent for evaluation because it was noted during evaluation that the pin wobbles in the attachment. There was no patient involvement, no adverse event was associated with the device.

Manufacturer narrative:
Upon disassembly for visual inspection, the collet fingers were found to be uneven.